Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) started experiencing urinary incontinence. Therefore, a surgical procedure was performed wherein the entire device was removed and replaced. No additional patient complications were reported.